Event description:
Gel content mammary devices were placed in the subpectoral plane in 1990. By 18 mo. Later pt had onset of severe gastrointestinal symptoms, dysphagia and intermittent diarrhea. They lost sensory sensation over both chests, became fatigued, and had to close their business. Concern over leakage prompted removal and replacement by saline content devices in 1994. This led to worsening of signs and symptoms, "more" especially loss of memory and worsening of the fatigue. The replacements were put into the fibrous scar sack induced by the first set. Pt developed raynaud phenomenon, arthralgias. Capsular contracture became painful and in 1998 the saline content devices and the dense scar tissue were removed without further device implantation. Five years later they are still fatigued, have sicca sydrome and severe sleep deprivation. The western blot is positive.